Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, high impedance was observed. The rv lead was connected to a new device but the high impedance persisted. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.